Event description:
It was reported that a spectrum infusion pump constantly alarmed "close door." There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door not fully latched message which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.